Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The customer reported that the flexvision monitor failed. The philips field service engineer (fse) visited onsite and unable to confirm the reported issue as the issue no longer shown in the system. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported that the flexvision monitor had failed. Philips has started an investigation regarding the reported issue.